Event description:
On (B)(6) 2022, a patient underwent endovascular treatment of a debakey type iiia, an acute type a aortic dissection using a gore® tag® conformable thoracic stent graft with active control system (ctag ac). A diameter of an ascending aorta was 41 mm and a descending aorta at an entry was approximately 35 mm. A tgmr373720j was implanted. On (B)(6) 2023, a retrograde type a aortic dissection occurred. The patient passed away due to the retrograde type a aortic dissection. The physician stated that the patient was a petite female, 137 cm tall and 36 kg. Although the diameter of ascending aorta was 41 mm, the descending aorta at the entry was approximately 35 mm, so it was an unavoidable decision as the device size to select with a risk. The additional information was requested but was not provided.

Manufacturer narrative:
Code c20- a review of the manufacturing records for the device could not be conducted because the serial/lot number remains unknown. Further information was requested, however was not available. The device remains implanted and is not available for investigation. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), complications associated with the use of the gore® tag® conformable thoracic stent graft may include but are not limited to dissection and death. Additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Reportedly, the diameter of ascending aorta was 41 mm, the descending aorta at the entry was approximately 35mm. According to the gore® tag® conformable thoracic stent graft with active control system instructions for use (IFU), sizing guide for the tgmr373720j the intended aortic diameter is 29-34mm. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.